Event description:
As reported, set pump univ. Drops asv 123in 22ml prim vol 24ea/ca. Air in line see checklist. From checklist: air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, use prime function again to remove the air in the line and restart infusion.

Manufacturer narrative:
His report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and two photographs were provided for evaluation. Upon visual inspection of the photographs, the presence of bubbles were observed inside the tubing. Based on the data from the investigation, the reported defect was confirmed. A review of the records and logbooks was unable to identify what could cause this defect. A possible root cause of air in line alarms could be related to an incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, or incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Additional information has been received indicating the event involved a pump alarming with no air seen in the infusion line. This follow-up MDR is being submitted with the intention to indicate the following: 1) the event involved a pump alarming with no air seen in the infusion line. 2) the medical device problem code (a) for this event is 1012.